Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a blood pump being difficult to lock into the centrimag motor¿s housing was not confirmed. The centrimag motor (serial number: (B)(6) was not returned for analysis. Available information for this event indicates that the pump was discarded by the user, and no further issues regarding the motor have been reported. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency / troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, then place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document also instructs users on how to properly secure the pump within the centrimag motor. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag pump head was hard to insert. The issue was found during set up. The pump head was tried to be inserted many times on two motors until it fit into place, scratching the housing of the pump. After trying many times, the issue was resolved, and the pump was still used. There were no alarms associated with the event and log files were not available.